Manufacturer narrative:
Nihon kohden continues to investigate the reported event. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
(B)(6). The customer reported low spo2 readings with nihon kohden sensor. No known impact or consequence to the patient was reported.

Manufacturer narrative:
This ticket investigation is combined with ticket (B)(4). The investigation is as follows. Details of complaint: on (B)(6) 2018 it was reported that customer was experiencing spo2 accuracy issues with bsm-1700 using nk spo2 technology. The number of alleged devices, model and serial numbers are not available. Records shows there was no receipt of these devices at nk for evaluation. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for this user facility shows the no other "accuracy" issues. A ticket query in c4c for this facility using the keyword "accuracy" yielded no results. A query for "inaccuracy" yielded no results. Service history for this user facility shows the following spo2 issues: 65927 - not related to spo2 accuracy. 59525 - not related to spo2 accuracy. 55769 - inaccurate spo2. Unit has not been returned to nk for evaluation. 50445 - duplicate of ticket (B)(4). 49624 - duplicate of ticket (B)(4). 47714 - not related to spo2 accuracy. 47657 - not related to spo2 accuracy. 46390 - not related to spo2 accuracy. 46021 - not related to spo2 accuracy. 43761 - current ticket. 35811 - not related to spo2 accuracy. 35262 - not related to spo2 accuracy. 32494 - not related to spo2 accuracy. 32488 - not related to spo2 accuracy. 22905 - not related to spo2 accuracy. 20719 - not related to spo2 accuracy. 20717 - not related to spo2 accuracy. 19840 - not related to spo2 accuracy. 19806 - not related to spo2 accuracy. 18181 - not related to spo2 accuracy. A query for all tickets related to "spo2 accuracy" in c4c shows three incidents: ticket (B)(4)- not relevant. Customer reported artifacts on waveforms rather than an alleged spo2 inaccuracy. Ticket (B)(4)- not relevant. Customer asked clinical knowledge question rather than an alleged spo2 inaccuracy. Ticket (B)(4)- current ticket. The query results show that this customer had reported another incident of inaccurate spo2 readings under ticket (B)(4). Device was not returned to nk for evaluation; thus, the reported issue could not be confirmed, and the root cause could not be determined. The above data does not constitute a trend of reported accuracy issues with nk's spo2. Due to device not being available for investigation, the root cause could not be determined. Investigation conclusion: the issue could not be confirmed. The root cause could not be determined. Correction: f9. Approximate age of device: incorrectly calcuated.

Event description:
(Baby b). The customer reported low spo2 readings with nihon kohden sensor. No known impact or consequence to the patient was reported.